Manufacturer narrative:
We have concluded our investigation into this report of patient abrasion or burning after bandage removal when skin prep wipes have been used. The investigation included a medical review and review of the product history. A specific review of the manufacturing documentation for this product lot was not possible as no lot number was provided; however, we confirm that each lot of skin prep is subject to testing prior to release and meets all specifications. Inspection of the complaint sample was not possible as the sample was not returned. Complaints of a similar nature will be closely monitored for any adverse trends and further action considered. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the product is causing abrasions in the perilesional site in some patients. When patients come in to consult after surgery they inform that they felt a burning sensation and then afterwards they removed the product.